Manufacturer narrative:
The service actions performed by the field service engineer resolved the issue. The investigation determined that the cause of the event was a component failure (measuring cell).

Manufacturer narrative:
The troponin t hs reagent lot number was 847376. The expiration date was not provided. The calibration was acceptable. The qc was within the assigned ranges on the day of the event. The provided data indicated that the gear pump head and syringe seals need to be replaced. The field service engineer performed preventive maintenance and replaced the measuring cells, the gear pump head, and the syringe seals. Instrument check, calibration, and qc were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. Initial result: 710 ng/l. Systematic review of the troponin sample prompted the repeat. 1st repeat result: 140 ng/l. 2nd repeat result: 145 ng/l. The repeat result of 145 ng/l was deemed to be correct. No questionable results were reported outside the laboratory.